Event description:
A customer reported that during an intraocular lens (iol) implant procedure, the sys locked and turned off during aspiration. The procedure was concluded using an extracapsular cataract extraction technique. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the sys and was unable to replicate the reported event. A sys verification and internal cleaning were performed. The sys was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The root cause is unk. (B)(4).